Event description:
Received info stating that pump does not charge when plugged into a power source.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval. T-slim user guide indicates, pump is to be used with individuals 12 years and greater, pt is (B)(6).